Event description:
The customer reported that the system would display an uninterrupted power supply workstation communication failed error message. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the uninterrupted power supply. The system was tested and found to be working as intended and put back in service.